Event description:
Caller report alleges no audible alarm was reported pre-patient testing. They re-seated the j5 connector and alarm with no change at the hospital. Consultation via phone calls was done to collect add'l info. The customer then replaced original alarm back into device. The customer biomed wiggled wire at volume control and it came off. Customer states in 10 k had been recently performed and noted the technician has manipulated the wires to do the power switch replacement. He did not have actual hours to report. Customer feels connections issue due to service and wear with manipulation during service and maintenance. Customer repaired the device by crimping the connectors and assuring all connections secure at both ends. No parts will be returned to the manufacturer. The device was run in and tested with no further issues. It is not verified that there was no audio alarm. This report is not an admission that this device caused or contributed to the event alleged in this report.